Event description:
It was reported that the 2nd implant did not deploy. There was no significant delay or patient injury reported.

Manufacturer narrative:
Visual assessment of the device shows no suture or ts remain on the insertion needles or was returned for evaluation. The actuators are in their t2 post-deployment position indicating a complete deployment. The needles is bent to varying degrees. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended. Updated